Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that during an 8 week survey period, 20 centers from 6 countries enrolled a total of 429 patients implanted with transvenous implantable cardioverter defibrillators (tvicds) from multiple manufacturers or subcutaneous implantable cardioverter defibrillators (s-icds) from boston scientific, to evaluate peri-procedural practices, implant techniques, and short-term procedure-related complications associated with the implant of these devices. It was learned that patients receiving tvicd and s-ICD reported unusual pain and hematoma at similar rates. One s-ICD patient experienced device erosion/infection. Tvicd patients experienced death during index hospitalization, infection, and inappropriate therapy from the device. A request was made for the article author to provide the model/serial numbers for the s-ICD and for any boston scientific tvicds that experienced any complications. However, no information was provided.